Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was delivered to address bg. Tandem technical support educated the customer that control iq status must be active to adjust insulin. The customer acknowledged and continued using the pump for insulin therapy.